Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned warmer found damage to enclosure, front cover, line cord, and water tank cover from wear. Event history log was not applicable. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed. Leaking was coming from the water tank cover and damaged front cover. The cause of the problem was user interface. No repairs were performed due to the age and condition of the device.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a cracked cover and leaking. No patient adverse events reported.